Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side textured implant and capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: a review of the device noted, deformation was observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/02/2024. Additional, corrected and/or changed data: d.6b.

Event description:
Healthcare professional reported left side "textured mammary implant, capsular contracture, baker grade iii." Device has been explanted.